Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the patient hospitalization for 10 days the patient experienced two episodes of ventricular tachycardia which was treated by anti-tachycardia therapy and then shock therapy by this cardiac resynchronization therapy defibrillator (crt-d). The measurements taken were inefficient, and the patient was resuscitated after an external shock was delivered to reduce the arrhythmia. During the resuscitation the medical staff used a magnet to disable internal defibrillation therapies. The patient remains hospitalized but is now stable. No additional adverse patient effects were reported, and this device remains implanted.

Event description:
Additional information provided noted that the patient was hospitalize due to a cardiogenic shock. It was confirmed that external shock was delivered after the device did not successfully convert the patients arrhythmia with anti-tachycardia or shock therapy. It was noted that the external shock measurement were inefficient. The patient has since been discharged and no further action was taken.